Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon stated that the patient's hero graft was "not working well." Imaging showed that "graft collapses or unravels."

Manufacturer narrative:
According to the report submitted by field representative, the surgeon stated that the patient's hero graft is "not working well." Imaging showed that "graft collapse or unravels." The surgeon plans to explant it on (B)(6) 2013. Additional information was received from the surgeon indicating that the lot number is unknown and that the graft has not been explanted because the patient is not suitable for surgery at this time. The surgeon also stated : "per interventional radiology, during fistulogram , contrast would extravasate from the graft on more than one occasion (as though unravelling or shredding)." Multiple attempts were made to contact to get additional information about the patient's history, date of implant, and copies of imaging. (B)(6) was contacted via email on (B)(6) 2013 and (B)(6) 2014. Frances indicated that she did not have any information, and provided the implanting surgeon's email address. Dr. (B)(6), the implanting surgeon, was contacted via email on (B)(6) 2014 and contacted via fedex on (B)(6) 2014. Dr. (B)(6) responded to one email, but the only information received was that the lot number is unknown, the device had not been explanted, and "per interventional radiology, during fistulogram , contrast would extravasate from the graft on more than one occasion (as though unravelling or shredding)." Dr. (B)(6), chief o surgery at (B)(6), was also contact via email on (B)(6) 2014, but no response was received. There was no indication of implant date, and the surgeon did know the lot number of the device. It was not possible to identify probable lot numbers through shipping records. A review of the device history records could not be performed for this event. It is unknown when the device was implanted, what type and how many interventions have been performed, and whether or not it is functioning currently. It is not clear where on the device the "collapsing and unraveling" occurs. Repeated dialysis access of the graft over a period of time may lead to focal weakened areas, which may require maintenance of the graft typical of standard eptfe grafts. If needle puncture sites are too close together, it is possible that a larger defect would be created , causing a leak. The hero graft instructions for use contain adequate precautions and warnings regarding graft maintenance. The hero graft frequently asked questions state that the eptfe portion of the hero graft has a life expectancy of approximately two years, based on literature reports. The faq also points out that rotation of the cannulation sites can help extend the life of the hero graft. Without additional information, it is not possible to definitively determine a root cause of the event. Since eptfe has a normal life expectancy of about two years due to the amount of cannulation, it is possible that this was an expected event.